Event description:
It was reported that this implantable pacemaker device exhibited an atrial undersensing which was noted on the rythmiq events. Also, patient experienced palpitations. Boston scientific technical services (ts) reviewed the events and indicated that this device appeared to be functioning as programmed. As of this time, this device remains in service. No adverse patient effects were reported.